Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Evaluation summary: the lens case was returned disassembled with the lens case lid sitting loosely atop the lens case base. The lens was returned positioned correctly in the lens case. A small loose blue suture like foreign material was observed and a small loose clear piece of foreign material that resembles a scratch was observed on the anterior optic surface of lens. The lens carton, packaging components, and peel pouch were not returned. Product history records were reviewed and the documentation indicated the product met release criteria. We are unable to determine a root cause because the lens case was returned in a disassembled state. Due to the static nature of the lens case, loose particulate may adhere to the surface of a lens when the lens case is opened. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that foreign material was found on an intraocular lens (iol) during an iol implantation procedure. Another iol was used for the surgery. There was no patient harm. Additional information has been requested.